Event description:
The customer reported that she was treated by the paramedics due to low blood glucose levels. The blood glucose reading was unknown. Prior to the event, the customer stated that her daughter gave her a glucagon injection, but her blood glucose levels remained low. The daughter then called the paramedics. The customer also reported motor error alarm during the prime process. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. No motor alarm noted. Unable to perform the basic occlusion test, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. The insulin pump had a missing end cap sticker.